Manufacturer narrative:
As stated by the instructions for use, error 4 is an intermittent acoustic signal repeated approx. Every 10 seconds, that indicates a mechanical locking of the pushing unit in the withdrawal phase (it may be for instance caused by a foreign body which impedes its return, in this case the user shall eliminate the cause and initialize the device).in this case, no malfunction was found by service, which verified the mechanics, replaced a component as precaution and proceeded with the usual maintenance service.no patient involvment.

Event description:
The customer reported the pump displays error 4.